Event description:
It was further reported that the implantable pulse generator (ipg) was explanted and replaced due to unknown reasons. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).